Event description:
The customer reported that the when the unit is plugged into ac it will not power-up. The unit functions on battery power. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician duplicated the customer reported problem. The service technician replaced the power supply to address the finding. The back-up battery was also replaced due to low capacity. Extended self testing and applicable final testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.